Event description:
Event description cpi received information that this bipolar lead was removed from service due to 'poor impedance and r-wave measurements'. The physician elected to perform an invasive procedure and found the lead was 'crimped'. The lead was replaced with a new lead of the same model.